Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a skin reaction that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's mother described the skin reaction as red, raised, itchy and painful skin underneath the sensor patch around the adhesive. Patient was seen by his physician on 12/10/2015 for skin irritation. Physician recommended that patient use skin tac. Patient's mother reported that they have not started using it yet. At the time of contact, patient's mother reported current condition of skin irritation as "ok". No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).